Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the guide sleeve filled was getting hot on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn components and bearings deterioration from immersion during cleaning, which is user error, misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jun 25, 2013. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the guide sleeve filled was getting hot on the battery reciprocator device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.